Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and was determined to be manufacturing related. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. When the catheter was filled with water and then held vertically, water was observed to drip slowly from the valve. A microscopic observation revealed the catheter valve appeared to be curved in multiple locations and deviated slightly from the centerline. The investigation has been forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient's arm found to be swollen from the insertion site to the subclavian vein. The user requests us to investigate whether there is any defects with the catheter. There was no reported patient injury. (B)(6) 2021- the returned catheter leaked at the valve.